Event description:
Swelling complications were reported in a retrospective study of patients who underwent anterior cervical fusion using rhbmp-2. Fusion was performed through a standard surgical approach using rhbmp-2 at a concentration of 1.5mg/ml, however, the actual dose of rhbmp-2 applied could not be determined. In this patient, it is not known if rhbmp-2 was placed in a cortical ring allograft or interbody spacer, and/or around the graft itself in the disc space. The swelling complication occurred in a delayed fashion after a seemingly uneventful surgery, extubation, and initial postoperative course. Four days post operatively, this patient who underwent an initial 2-level anterior cervical fusion was readmitted to the hospital for observation and medical management of swelling. No other details or outcomes wer mentioned.

Event description:
It was reported that during an unknown procedure, the blade of the blue punch was demolished and sterile in the package. Device was not fired, so there were no adverse consequences for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut and damaged ancillary trocar the analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present and uncut. The device was noted to be void of staples indicating that the firing trigger was actuated. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.